Event description:
The patient presented with an acute thromboembolic stroke. Urokinase was administered into the right anterior cerebral artery (aca) and middle cerebral artery (mca). The device and microcatheter were being moved to access the left aca and mca when the guidewire become stuck in a perforator artery in the distal internal carotid artery. The guidewire was removed, but bleeding was noted in this region. When the guidewire was removed from the patient "a white suture like material" was observed on the distal end. Using a balloon catheter, homeostasis was attempted to stop the extravasation, but this was not successful. Therefore, the physician placed coils to stop the bleeding. No information was provided as to condition of the patient.

Event description:
The patient presented with an acute thromboembolic stroke. Urokinase was administered into the right anterior cerebral artery (aca) and middle cerebral artery (mca). The device and microcatheter were being moved to access the left aca and mca when the guidewire become stuck in a perforator artery in the distal internal carotid artery. The guidewire was removed but bleeding was noted in this region. When the guidewire was removed from the patient "a white suture like material" was observed on the distal end. Using a balloon catheter, homeostasis was attempted to stop the extravasation but this was not successful. Therefore, the physician placed coils to stop the bleeding. No information was provided as to the condition of the patient.

Manufacturer narrative:
Visual inspection of the returned device found an unknown substance adhered to the spring tip of the device. No other anomalies were noted. Energy-dispersive x-ray spectroscopy and fourier transform spectroscopy analysis of the unknown material revealed that it was organic in nature with traces of sodium, chlorine and oxygen detected. There were no matches to the materials' spectrum in the reference library. Although it was not possible to identify the material, it is organic in nature and therefore is highly likely to be procedural residue. Based on the information provided and the device analysis, the most probable cause of the reported event is operational context.